Event description:
It was reported by service report that the head end of the bed allegedly will no go down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: reset high/low limits.